Event description:
Pt was prescribed an iceman unit. Post meniscal surgery. The physician called the pt next day and he felt fine. However, two days subsequent to this, he complained of increasing pain. He returned to the office five days post operation and was found to have early frostbite. The wound demarcated and required skin grafts and hospitalization. The skin was well padded and he was instructed to change the ice every 6-8 hours. The dressings were wet at the first post operation visit.